Event description:
Procedure: resection of right lung. According to the reporter: a loud click was heard during the first firing and the lung parenchyma was pushed out of dlu jaws. The staple line was incomplete. Three other firings also failed. The procedure was converted to open without blood loss. After the procedure, a CT was performed which has showed a sulu component. One of the subject sulus was noted without the tissue gap control foot. This piece was left in the pt body because of difficulty finding it. The pt condition was reported as good.